Event description:
Over the 4 years they were in me, I progressively got sicker and sicker starting with face rash, then food sensitivities, joint pain, heart palpitations, fatigue, migraines, kidney infections, herpes 2, thyroid issues, hormone issues, weakness and the list goes on with an overall feeling like I was dying and no one could figure out what was wrong with me.